Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.